Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, it may be possible that the tip of the absolute pro was inadvertently pulled during removal of the tip mandrel causing the stent to expose. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication of a lot specific product deficiency. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Without having the product to examine, a conclusive cause for the reported premature deployment could not be determined.

Event description:
It was reported that during device unpacking, the stent was prematurely, partially deployed. The device was set aside and another absolute pro was used successfully. There was no patient involvement. There was no additional information provided.